Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, customer had change the site and continues to have diabetic ketoacidosis issues. Blood glucose was about 600 mg/dl. Customer hasn't been hospitalized but when she feels like she is going high she manually treats. Customer was advised to speke to doctor in regards to high blood glucose. Damage was noted on the insulin pump during troubleshooting. Customer stated she received the device with the bottom left and right corners cracked. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced due to damage. Customer agreed to return the device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the display window.